Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced adhesions, mesh unincorporated and folded and has disconnected from the upper 1/2 of the abdominal wall, mesh migration and draining of upper abdominal wound. Post-operative patient treatment included revision surgery, excision of mesh, exploratory laparotomy, lysis of adhesions, placement of new meshes, closure of abdominal wall, and repair of hernia.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional inguinal. It was reported that after implant, the patient experienced adhesions, mesh unincorporated and folded and has disconnected from the upper 1/2 of the abdominal wall, mesh migration. Post-operative patient treatment included revision surgery, excision of mesh, exploratory laparotomy, lysis of adhesions, placement of new meshes, closure of abdominal wall, and repair of hernia.

Manufacturer narrative:
Additional information: b5, d8, e1 (initial reporter: facility name, street 1, city, region, postal code), h4, h6 (added patient and imf codes) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced adhesions, mesh unincorporated and folded and has disconnected from the upper 1/2 of the abdominal wall, mesh migration, emotional distress, and draining of upper abdominal wound. Post-operative patient treatment included revision surgery, excision of mesh, exploratory laparotomy, lysis of adhesions, placement of new meshes, closure of abdominal wall, and repair of hernia.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and the postoperative diagnosis was incarcerated inguinal hernia. ­­­­­­­­­the procedure performed was repair of (illegible) with mesh and preperitoneal. The patient has had adhesions, mesh unincorporated and folded and has disconnected from the upper 1/2 of the abdominal wall and was folded on itself. The mesh has been excised. The patient underwent revision surgery approximately 3 weeks post op.